Manufacturer narrative:
B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. H2: additional information. H6: additional information. H7: remedial action other - additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by dexcom. The third party acted as an unauthorized remanufacturer under 21 cfr 820.3 and engaged in prohibited actions under 21 u.s.c. § 331 without dexcom¿s knowledge or approval. This is documented in CAPA-000611 and fas-sd-26-002. No injury or medical intervention was reported. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.